Event description:
Info received that the head elevation lowers slowly when CPR is activated. No injury reported.

Manufacturer narrative:
Tech found that the head elevation lowers slowly when the CPR was activated. Replaced the valve to resolve this issue. Bed located in basement.